Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) due to mechanical complications. The patient reported "vision issues." Additional information has been requested however, further information has not been received.

Event description:
Additional information was received indicating that the patient is stable and the surgeon's prognosis for the patient is good.

Manufacturer narrative:
Additional information has been provided in a.2, a.3, b.3, b.5, b.6 and b.7. The manufacturer internal reference number is: (B)(4).